Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4): system fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was intended for use in the colon for hemostasis. According to the complainant, while inside of the patient, the gold probe device would not cauterize. The device was removed from the patient, and tested with saline; the device still would not heat up. A second gold probe device was used with the same generator, and the procedure was able to be completed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.